Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial report was inadvertently reported on (B)(6) 2020 with date received by manufacturer as (B)(6) 2020, however it was not reportable. This report deemed reportable on (B)(6) 2020 based on manufacturer's product investigation. The correct date received by manufacturer on initial report should have been (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the 5.5 exp verse di set scr (p/n: 199721000s, lot #: 172550) was returned and received at us cq. Upon visual inspection, it was observed that the rod lock component was received disassembled with the poly lock component. The distal threads of the poly lock and the threads of the rod lock components were observed to be stripped. No other issues were identified with the returned device. Functional test: a functional test was performed on the returned components of the device but failed to assemble the returned rod lock component to the poly lock component because of the stripped threads. Further investigation cannot be performed as the mating devices were not returned dimensional inspection: a dimensional inspection was performed on the returned device. The major thread diameter of the set screw was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the 5.5 exp verse di set scr (p/n: 199721000s, lot #: 172550) as the threads were stripped which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: product code: 199721000s. Lot: 172550. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: (B)(6) 2018. Qty: 215. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a spinal fusion treating adolescent idiopathic scoliosis in t4-t12 the following events during the screw and rod fixations using a quick stick to prevent cross-threading: there was uneasiness with the correction key, a replacement was used without further issue. Torque was not able to be applied to the correction key during the final screw fixation. Subsequent to the above-mentioned, item 2, the surgeon used a replacing correction key, but the same resulted and a metal-like object came out of the screwhead. As the final replacement, a unitized set screw was used but was not able to apply torque again. The set screw was manually tightened and completed the procedure. There was less than a thirty (30) minute delay. Concomitant devices: unknown screws (part# unknown, lot # unknown, quantity unknown), unknown rod (part # unknown, lot # unknown, quantity unknown), unknown tightener (part # unknown, lot # unknown, quantity unknown). This report is for one (1) expedium verse spine system verse correction key 5.5. This is report 1 of 1 for (B)(4).